Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 10/16/2015. The reporter of the event indicated that the device will be returned. To date, the device has not been received by apollo. Based on the serial number provided, it is assumed that this is a taper ii. Visual examination may confirm or determine another connector type associated with this event. Device labeling addresses the possible outcome of leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: physician suspected a leak in the lap-band system due to initial change in restriction. Restriction would diminish in 1-2 days. Fill volume was assessed, with serial volume measurements indicating volume loss. The lap-band port was explanted and replaced, and the surgeon noted a leak from the posterior seal of the port.

Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 02/09/2016. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connecter type as taper ii. Visual inspection noted some discoloration of the port, as well as brown particles and scratches on the outside of the device. Analysis of the device noted striations on the tubing connected to the ss connector. A fill test was performed and no blockage was observed. Leak testing was performed and found leakage of the device from the port base.